Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose of 46mg/dl and that the insulin pump alarmed critical pump error. Troubleshooting found that the pump was operating as designed. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. No further details given.